Manufacturer narrative:
Mother states the hcp changed the pt. From a vgo 40 to a vgo 20 with no bolus dosing after the pt. Experienced confusion and seizure activity from "getting too much insulin". Mother states she managed to get her daughter into the car, took her to the hospital and she was admitted with a bg of 20 (admission date and length of stay is unknown). The hcp told them the vgo 40 was too much insulin for the pt. Pt. Is being managed on a vgo 20 with no meal bolus or correction bolus. Device was not returned for investigation.

Event description:
Mother, of type 2 diabetic reported to valeritas customer care that the pt. "Was experiencing diabetic seizures and was getting to much insulin." Mother states the hcp changed the pt. From a vgo 40 to a vgo 20 with no bolus dosing after the pt. Experienced confusion and seizure activity from "getting too much insulin". The mother was not able to provide pre-vgo bg range or insulin regimen nor the date of the hypoglycemic event. Mother states she managed to get her daughter into the car, took her to the hospital and she was admitted with a bg of 20 (admission date and length of stay is unknown). The hcp told them the vgo 40 was too much insulin for the pt. Mother denies knowledge of any prior episodes of severe hypoglycemia pre-vgo. No further information is available. Pt. Is being managed on a vgo 20 with no meal bolus or correction bolus. Device was not returned for investigation.

Manufacturer narrative:
Lot number changed to unknown, incorrect lot number provided originally. Expiration date originally reported was incorrect, it is unknown. Initial reporter corrected. Health professional - no checked. Non healthcare professional. Follow up #1. Correction checked.